Event description:
The report the co. Received from the field indicated that, during a routine angioplasty, as a 2.5 x 18mm cypher was introduced into the guiding catheter the physician noticed a kink in the shaft. As the scrub person and the physician were examining the shaft for the degree of kinking, the shaft broke in two. Both pieces of the shaft were removed without incidence or injury to the pt. An additional 2.5 x 13mm cypher was successfully deployed at the lesion. A 2.5 x 18mm cypher was implanted in the proximal circumflex. The physician decided to place a third stent proximal to the previously implanted mid stent. A 2.5 x 13mm cypher stent would not cross the proximal stent. A 2.5 x 15mm maverick balloon was used to cross the proximal and mid stent. A 2.5 x 8mm otw zeta stent was deployed in an overlapping fashion with the mid circumflex stent. The procedure was successfully completed. There were no injuries or complications to the pt.